Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on both the atrial and right ventricular leads. Technical support was contacted and suggested explanting and replacing the leads. No intervention was performed and the patient was in stable condition.